Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bubble was found on the tip of the bd¿ plastic syringe with needle before use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Investigation summary: the actual sample was not returned but photos were provided for evaluation. The 1ml barrel component is produced by the plastic injection process, where heated plastic material is injected against a mold for forming the product. The investigation has led us to conclude that the flow of the plastic material in the luer region is slightly different than the rest of the product and that for this reason can cause bubbles. It was verified the batch record and the manufacturing date for this batch was december 08th to 12th, 2017. The process inspections were performed at properly frequency and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection each 2 hours at 36 parts at machine. Functional tests were performed on the product such as leakage, absence of foreign matter in the fluid passage, axial forces and nozzle connection tests, and samples with bubbles did not negatively affect the results. The CAPA is opened under number 74889 to address the issue and implementation plan development.

Event description:
It was reported that a bubble was found on the tip of the bd¿ plastic syringe with needle before use. There was no report of exposure, injury, or medical intervention noted.